Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR# 1225714-2013-02446.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR# 1225714-2013-02446 and 1225714-2013-02447.

Event description:
Additional materials specify that the decedent allegedly experienced a sudden cardiac event. Approximately seven months later the patient allegedly experienced a second sudden cardiac event, and subsequently expired one day after the second sudden cardiac event. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.